Manufacturer narrative:
Correction. Field b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that whilst attempting to implant the leadless implantable pulse generator (ipg), the patient experienced cardiac ta mponade and pericardial effusion. An echocardiogram and pericardiocentesis were performed and it was noted that there was right ventricular perforation, resulting in patient death.

Manufacturer narrative:
The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc2avr1-delsys], (serial#: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that while attempting to implant the leadless implantable pulse generator (ipg), the patient experienced cardiac tamponade and pericardial effusion. A echocardiogram and pericardiocentesis was performed. And it was noted, that there was right ventricular perforation resulting in patient death.